Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code: hwc. Explant date: not explanted. Device history records was conducted. The report indicates that the manufacturing location, (B)(4), manufacturing date: 03-12-15, expiration date: 2024-02-28, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: after engaging the proximal locking mechanism on a standard intertroch fx, the surgeon tested the mechanism by gently attempting to rotate the lag screw handle once lag screw was fully inserted and the prox locking mechanism was engaged. The handle rotated with mechanism deployed. The surgeon chose not to explant the nail since it was rotationally stable and a failed prox mechanism wouldn't necessarily be an issue with this fx. Surgery completed and patient transferred to pacu.

Event description:
It was reported: "when we locked the proximal mechanism we tested the lag screw rotational control by turning the t handle, and the t handle with very little force was able to rotate 90 degrees with the locking mechanism deployed so essentially we have no rotational stability on this particular fracture." This report is 1 of 2 for (B)(4).